Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of the foreign material remaining in the subject device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - instructions, operation manual for evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual for evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the evaluation found: the connecting tube had a wrinkle. Due to damage on the upward/downward angulation control knob, water tightness was lost. The plastic distal end cover had a scratch. Adhesives around the light guide lens had a white-clouded area. The adhesive around the objective lens had white-clouded area. The protector of the universal cord on the suction connector side had a scratch. The universal cord had a wrinkle and a scratch. Switch 4 had wear. The connecting tube had a scratch. Switch 1 had a scratch. The image guide protector had a scratch. Paint on the suction cylinder was peeled. The suction cylinder was shaved. The angle wire had corrosion due to water leakage. The adhesive on the bending section cover had a white-clouded area and a crack. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Paint on the air/water cylinder was peeled. The connecting tube had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope's insertion boot protector was buckling. The device was returned for evaluation. During the device evaluation, foreign matter came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.